Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during pre-implant interrogation this pacemaker recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) advised to do not implant the device and send file for analysis. Additional information indicated that analysis determined that the device set code 1003 due to exposure to cold temperatures. The device voltage tracks the temperature and at the present time it has recovered. The fault can be cleared, and the device can be used for implant. No patient involvement was reported.

Event description:
It was reported that during pre-implant interrogation this pacemaker recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) advised to do not implant the device and send file for analysis. Additional information indicated that analysis determined that the device set code 1003 due to exposure to cold temperatures. The device voltage tracks the temperature and at the present time it has recovered. The fault can be cleared, and the device can be used for implant. No patient involvement was reported. Additional information received from the field indicating that the error code has been cleared and device was cleared for implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.